Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Subsequently, the pump shut down. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was between 86-100 (mg/dl).